Manufacturer narrative:
The device was returned for analysis. Returned product consisted of the rotalink burr catheter device with no burr. The handshake connection, sheath and coil were microscopically and visually examined. Inspection of the device revealed that there were numerous kinks in the sheath. The burr was detached from the coil and not received. The coil was broken and stretched. The handshake connection was received inside the housing and would not retract, so the housing was dismantled. Inspection showed there was no additional damage to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the 75% stenosed target lesion was moderately tortuous and highly calcified. The physician attempted to retrieve the burr with a loop snare; however, without success. The procedure was completed with angioplasty and stenting of the proximal portion of the rca.

Manufacturer narrative:
Age ate time of event: 18 years or older. (B)(4).

Event description:
It was reported that the burr became detached and remained inside patient's body. The target lesion was located in the mid to distal right coronary artery (rca). A 1.50mm rotalink¿ burr was selected for use. During the procedure, after the third crossing, it was noted that the burr broke off and remained in the coronary artery. The procedure was completed with the angioplasty of the proximal portion of the rca. No further patient complications were reported.